Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative on october 9th came from the health care professional.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative indicated that the pump was replaced on (B)(6)2017. The cause of the stall with recovery was not known. The stall and withdrawal issue had been resolved. The patients weight at the time of the event was unknown. The rep did not know of the status of the explanted pump but recommended to followup with a different rep who attended the case. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was not returned due to the hospital policy of not releasing products it was believed that the pump was sent to their risk management department. No further complications were reported.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient receiving bupivacaine 12mg/ml for a total dose of 4.202mg/day, unknown baclofen 400mcg/ml for a total dose of 140.06mcg/day, and unknown morphine 20mg/ml for a total dose of 7.003mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported the patient's bolus was declined. The patient saw 8476 error code for motor stall on their personal therapy manager (ptm). The patient tried again and it did not work. The patient took the batteries out to try and reset the ptm. The patient confirmed that they were feeling okay. The patient saw a bell on the ptm. The patient stated they were able to get a bolus this morning ((B)(6) 2017) without an issue. The patient was not around magnets and they did not have an magnetic resonance imaging (MRI). The pump was not due for a refill until (B)(6) 2017. The patient was redirected to healthcare professional (hcp). No symptoms were reported at this time. A manufacturer representative (rep) later reported the event logs were checked and indicated the following: motor stall occurred on (B)(6) 2017 at 13:34 and on (B)(6) 2017 at 8:45 a motor stall recovery occurred. It was noted that the motor stall recovery occurred right when the rep interrogated the device. No other stalls were displayed in the event logs. It was noted that another rep was at the facility last night, but did not known which rep. The rep stated the patient stated they did not have an MRI. The patient was experiencing withdrawal (no symptoms specified). The rep inquired about the battery performance field communication, and it was discussed. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient was in pain. The patient was taking oral morphine and oral baclofen and the medication was not taking all the pain away but was knocking her out. The patient was sleeping about 23.5 hours per day. The patient received a code stating the pump was broken. A representative went to the emergency room (ER) and used the clinician programmer to start the pump. The pump worked for about 4 hours and then stopped again. The physician was called and their instructions were for the patient to go to the ER and be seen by the neurosurgeon. The patient would need to be admitted through the ER in order to been seen by the physician. The patient was on a blood thinner so they had to wait three days before they could do surgery. The surgeon told the patient to go home over the weekend and to come back monday (B)(6) 2017 in the morning and the surgery would be monday (B)(6) 2017 in the afternoon. The patient went back on monday and was told that the surgery had not been authorized and to go back on tuesday. The patient stated the physician told hcp at the office that the patient would have to be admitted through the ER again and hcp said the physician did not tell the patient to go home for the weekend, which he did. The patient was seeking a physician closer to them. The pump was delivering bupivacaine 42 mg/ml; 5.848 mg/day, baclofen 14.01 mcg/ml; 194.92 mcg/day and morphine 700 mg/ml 9.746 mg/day.